Event description:
It was reported that the patient experienced severe pain reporting a 7 on the left, with no stimulation coverage on the right side. Fluoroscopy was taken and appeared symmetrical and bilateral coverage. The patient underwent a spinal cord stimulator (scs) lead revision procedure, was doing well postoperatively and the explanted devices was kept by the facility.